Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on 05/14/2016 to report that on (B)(6) 2016, patient experienced a loss of connection. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. The data log was provided by the patient. The data was reviewed on 06/07/2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, suspect medical device - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of loss of connection. The root cause was determined to be a defective transmitter.